Manufacturer narrative:
No product is being returned for eval. The surgeon did not use proper technique when pounded in the anchor per the devices IFU.

Event description:
During a rotator cuff procedure the second anchor hole was made and when the twinfix was almost completely screwed in the inserter prongs appeared to cause the inside of the anchor to break up and split. The anchor was about 1-2mm proud so the surgeon removed the anchor and discarded it. The surgeon was using the ao-2 finger technique and inserted the anchor with direct pressure, he did not pound the anchor per the devices IFU.